Event description:
It was reported that the user was unable to attach an ilet connect after inserting the cartridge because the connector would not turn, consistent with a fitting problem involving the connector/coupler; the issue occurred with two units from the same box, and the user temporarily reused a prior connector to continue insulin therapy without blood glucose impact. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device and the complaint was not confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.